Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a no delivery. Also, the customer experienced high blood glucose. The customer's cannula was bent and noticed his blood glucose was over 600 mg/dl. The customer's blood glucose was 374 mg/dl. The customer was advised to monitor pump and call back if issue persist.